Event description:
The contra angle handpiece was being used in cavity preparation by the dentist on a patient who was sedated and supine. The dentist saw something fly off the handpiece while in motion and immediately turned the patient's head on to his side and high volume suction was used to retrieve the detached piece from the back of the patient's mouth. The patient was only lightly sedated and did not cough and was not aware of any problem. The handpiece was examined and it was noted that the screw at the front of the handpiece had come off but the burr was still held firmly in the handpiece.

Manufacturer narrative:
The problem happened in (B)(6) 2008, but we have been informed only in (B)(6) 2009. The contra angle has been returned to us in (B)(6) 2009, but it was already repaired by the clinic. However, we made an expertise on the head of the contra angle and we didn't observe abnormal observation; also, the thread of the head was not damaged. (Note: the screw thread is designed in the opposite side of rotation of the burs). It is the first time that we heard of such a problem on this product, which is manufactured since 1996. We are waiting complementary data from the clinic in order to and decide or not corrective actions and to make final report for MDR.